Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed that the wireless footswitch does not work. Fse identified that the footswitch has connectivity issue. To resolve the issue, the fse replaced the wireless footswitch and base station. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) the correction has been implemented at the custom.ER and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wifi foot switch is defective and not functioning. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.